Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and specifications. No abnormalities were found. The root cause of the reported issue was not identified. Based on the reported information and device evaluation results, it was presumed that the event occurred due to failure of the operational amplifier. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received and evaluated. Evaluation determined that the device was found no image when tested with a 180 scope series and was not reading the 180 scope series serial numbers. The ¿white balance¿ failed the testing. Multiple scopes were tested on the device including the cables. The device was found with faulty patient board. The identified parts needs to be replaced. Device was placed for repair. The reported failure was confirmed. The reported failure was found to be due to a faulty patient board attributed to electronic failure.

Event description:
It was reported that the device was found with no image. The test pattern displays correctly. There were no further details provided regarding the event. No patient involvement on this event. No user injury reported.